Event description:
It was reported there were no pacing spikes observed and no change without magnet. Device appeared to be at no output. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there were no pacing spikes observed and no change without magnet. Device appeared to be at no output. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): battery depletion-normal.